Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 01.00214.054 - durom acet comp 54/48 ¿ 2425975, 01.00181.480 - metasul large diameter hd ¿ 2437770. Initial reporter: unknown person of contact. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 5 months post implantation due to aseptic loosening of the stem component. Attempts have been made and additional information on the reported event is unavailable at this time.